Event description:
After insertion of maquet intra-aortic balloon catheter into right femoral artery, the wire was not able to be removed. A couple of attempts were made without success. Another balloon catheter was obtained and inserted without difficulty. Reason for use: 25 percent ejection fraction.